Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he had issues with the pump and the sensor for the past week. Customer reported that the pump had a button error and customer had to revert to manual injections. Customer tried putting in new battery and was able to clear the button error. Customer stated that the pump seems to be functioning. Customer also reported an issue with a transmitter having difficulty connecting to a pump. Customer changed the sensor and tried recharging the transmitter, but the transmitter sometimes blinked when he pulled it out of the charger. Customer stated that he was in the mountains and may have sat on the pump. Customer declined an offer for a loaner pump. Customer was disconnected and was called back and left a message. Customer did not answer the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.